Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation was unable to determine a cause for the reported perforation. The reported hypoxia appears to be a cascading effect of the perforation. Perforation and hypoxia are listed in the instructions for use as known possible complications associated with the mitraclip procedures. The reported unexpected medical intervention was a result of case specific circumstance as the atrial septal defect (asd) was closed using asd occluder. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
It was reported on (B)(6) 2026 that the patient presented with grade 4 degenerative mitral regurgitation (mr) and prolapsed posterior leaflet for a mitraclip procedure. During the procedure, 2 mitraclips were successfully implanted. Post retraction of steerable guide catheter (sgc) into the right atrium, right to left shunt was observed. Patient was symptomatic with hypoxia. The atrial septal defect(asd) was closed using asd occluder. There was no clinically significant delay.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2026 that the patient presented with grade 4 degenerative mitral regurgitation (mr) and prolapsed posterior leaflet for a mitraclip procedure. During the procedure, 2 mitraclips were successfully implanted. Post retraction of steerable guide catheter (sgc) into the right atrium, right to left shunt was observed. Patient was symptomatic with hypoxia. The atrial septal defect(asd) was closed using asd occluder. There was no clinically significant delay.